Event description:
A nurse reported that there was no phaco power during surgery. No system message was displayed. The system primed and tuned without problems. The staff checked the footswitch and the surgeon changed to other doctor´s settings on the system. After that, the machine started to phaco again. The surgery was completed without any further issue. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the customer called a company representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The system functioned as intended. The product met specifications at the time of release. The root cause cannot be determined conclusively.